Event description:
It was reported that during an unspecified procedure, deployment difficulties were encountered. The patient presented with angina. The lesion was located in the calcified and 99% stenosed mid left anterior descending (lad) coronary artery. The physician pre dilated the lesion and then deployed the liberte' monorail stent just above nominal pressure. The number of inflations and to what atms is unknown. Following deployement, it appeared that the liberte' monorail stent was not fully opposed to the artery wall. The physician post dilated the liberte' monorail stent with two different balloons, however, the stent still did not appear to be fully opposed. The physician finally deployed another manufacturers stent inside of the liberte' monorail stent for full opposition. The final result was reported to be "good". No patient injuries or complications were reported.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no product analysis will be performed. The exact cause of the difficulties experienced during the procedure could not be determined.